Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0/ (B)(4)/ model #: 1407it/catalog #: 1407it/ expiration date: 2016-12-31, (B)(4), mfg date: 2015-12-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller switched off with a high priority alarm at home. The patient was found unconscious at the time of the event. It was noted that the controller was connected to two batteries when the alarm was active and there was no alarm message on the controller display. When the nurse attempted to connect the two batteries to another controller, the new controller restarted. The patient subsequently expired.

Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. Additionally, log files are not available for analysis. As a result, the reported event could not be confirmed. The reported high priority alarm was likely related to the no power alarm which is triggered when the controller loses power. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving the controller losing power can be attributed, but not limited to, a controller malfunction and/or to a marginal connection on one or both power sources. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0/ (B)(4). If information is provided in the future, a supplemental report will be issued.